Manufacturer narrative:
No product will be returned for eval.

Event description:
During an informational call, the pt reported he had a high blood glucose reading of about 500mg/dl the day before. He stated that at the time, he was using an older insulin infusion device he had not used for 5 years. He gave himself a bolus of insulin through injection to bring his blood glucose levels down. He stated, he did not think he had programmed the infusion device properly which caused the problem. He said he had discovered that he was off by 12 hours on the clock. The pt stated, he was now using his new replacement infusion device. A company rep educated him on the proper set-up of the device. On follow up, the pt stated his blood glucose readings have been staying in the 107 mg/dl range and he has been feeling well. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.